Event description:
(B)(4). It was reported by the consumer's husband that the 65100-jr rollator casters did not take well to the terrain and his wife fell, resulting in two fractures to left hand above the ring finger and pinky finger. Additionally, she had scraps and abrasions to the face and a bloodied nose. Medical attention sought. He doesn't see anything wrong with the rollator wheels, and believes his wife had trouble with the type of wheels on the rollator while on rough surfaces. MDR will be submitted, regardless of no malfunction being alleged, and if additional information is received, we will send a supplemental report.